Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the image(s) provided. The image(s) was reviewed, and the complaint condition could be confirmed as the distal tip was found to be broken. However, as the devices were not received, a dimensional inspection and a functional test were not able to be performed, thus misalignment issue could not be confirmed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. Conclusion the complaint condition was confirmed as the device was broken, however misalignment condition could not be confirmed. During the investigation, no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Event date unknown. Reporter is a j&j sales representative. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received. No conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient underwent for a surgery. During the surgery, the dhs plate didn¿t get placed on the screw. The item was broke-off and the standard dhs screw was deformed. It was unknown if the surgery completed successfully. The patient outcome was unknown. Concomitant device reported: unk - plates: dhs/dcs (part# unknown; lot# unknown; quantity: 1). This complaint involves one (1) device. This report is for one (1) dhs®/dcs® coupling screw. This report is 1 of 1 (B)(4).